Manufacturer narrative:
The returned device was evaluated and the received device had the cannula in a non-deployed position with the linkage assembly in a deployed position. The download data showed that the device ran 193 pulses and was deactivated. Upon inspection of the device, the slide insert was found to be damaged, which prevented the catch beam from securing the slide insert after the needle fired. This failure was replicated during a needle mechanism reset test, confirming the slide insert damage as the cause of the reported needle mechanism failures. No other damages or manufacturing deficiencies were found during this investigation. No timeouts or drive stalls were observed in the data.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a pateint had been wearing a pod for 3 hours their personal diabetes manager (pdm) read high (> 500 mg/dl). In addition the cannula had not deployed upon initial activation and it was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred.